Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the automatic update process triggered a system reboot without manual initiation. A technical support specialist reviewed the logs and confirmed the unexpected reboot. The logs indicated an unexpected shutdown that appeared to be related to an update. The specialist verified that the device resumed normal operation after the update and informed the customer that the issue was unlikely to recur in future. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was experienced an unexpected reboot during a case. The customer stated that this malfunction occurred during the case and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.